Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-01, additional information was received from a foreign healthcare professional (hcp) via (B)(6) the reason for the adverse event was reported as "the patient felt psychological stress at baclofen refill". Additional information reported the patient's status before itb treatment and at the time of the event. Before the itb treatment, the presence of deglutition was "yes" and the condition was "tube feeding. At the time of the event, the presence of deglutition was "yes" with an blank condition. The patient's status of oral ingestion prior to itb treatment was "the patient did not ingest orally", and not changed after the event. The patient was bedridden prior to itb treatment and at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-02, additional information was received from a healthcare professional (hcp) (B)(6). Additional information stated, the "causal relation with gabalon intrathecal injection (baclofen) was checked as no change; the adverse event was related. The reason was stated as the patient felt psychological stress at baclofen refill. Therefore, the causal relation with the drug (gabalon) will confirm again. Not related.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding a patient receiving gabalon (unknown concentration, daily dose of 80 mcg) via an implantable pump used for spastic cerebral palsy. On (B)(6) 2017, around 30 minutes after a refill, spasm-like symptoms were observed. The date of the outcome (recovered) was unknown. The event severity was classified as 6 (serious). The event causality was listed as "none" for the investigational drug, device related; catheter, pump, programmer and surgical procedure. On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via daiichi. The reported adverse event was updated to respiration disorders after a refill. The adverse event was listed as recovered (date of outcome (B)(6) 2017. Causality was listed as related to the surgical procedure. Clarifying information reported at 10:02 am on (B)(6) 2017, a refill was performed. The patient's ashworth scale score of their upper extremity was 1. The mental relation lower extremities spasticity: 3.6 (average). During the refill, overstressing and neck hyperextension were observed on the patient. Upper airway constriction was observed and sp02 level was decreased to 7%. 5l/minute oxygen was therefore used. The patient went back to the hospital room at 11:00 and after that, the same symptoms were observed again. 10l/minute oxygen was used but the symptoms were not improved. An airway was therefore used but there was no improvement. An ambu bag was used and the symptoms temporarily stabilized after but the same symptoms were observed several times. At 4:00 pm, 6 mg of diazepam was administered and the symptoms gradually stabilized. As the symptoms were observed repeatedly on that day, diazepam was frequently administered. On (B)(6) 2017, the patient started taking risperidone (0.5 mg/day orally). On (B)(6) 2017, the daily dose of risperidone was increased to 0.75 mg/day. On (B)(6) 2017, the dose of baclofen was increased from 69.9/day to 80/day. The patient's overstressing was gradually relaxed. On (B)(6) 2017, the nasal airway was removed. On (B)(6) 2017, the dose of risperidone was reduced to 0.5 mg/day. On (B)(6) 2017, the dose of risperidone was reduced 0.25 mg/day. On (B)(6) 2017, the administration of risperidone was finished and the condition of the patient was stable. The attending hcps assessment stated, "the patient developed obstructive respiration disorders led by head hyperextension due to psychological stress on the refill using a needle under fluoroscopy. The condition of the patient relatively quickly became sta ble by increasing dose of baclofen. It was considered that spasticity control became difficult due to low dose of baclofen."